Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (cartridge alarm 1) occurred. Blood glucose was 166 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.